Manufacturer narrative:
Date of event: date is approximate refers to the main device, the other relevant component includes: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine and bupivacaine via an implantable pump for non-malignant pain. It was also reported on (B)(6) 2017 the patient had an MRI in (B)(6) of last year to see what was going on (no further information was provided regarding the MRI). The patient then reported their pump had been replaced due to normal battery depletion and there was a kink in their catheter. The event date for the catheter kink was provided as (B)(6) 2017. The patient had been in a lot of pain, and it was noted the pain occurred for several months before the replacement (which occurred on (B)(6) 2017, per device registration). The patient stated they were told by their healthcare provider that is why their pump was not working so well, and why they change out the pumps every five years. No further complications were reported or expected.